Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the programming error could not be confirmed based on the review of the logs. The suspect devices were not returned for this investigation. No suspect device was returned for this investigation; there before, external and internal inspection could not be performed. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the pcu or pump module error logs could not be performed due only the event logs were shared. A review of the pcu event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025. At 12:32 pm the suspect pump module (channel b - s/n: (B)(6)) unit was selected, and a guardrails drug infusion was programmed with the following parameters: med: dexmedetomidine, dose: 0.0887 mcg/kg/hr, drug amount: 400 mg, diluent volume: 100 ml, patient weight: 45.1 kg, rate: 1 ml/hr and a volume to be infused (vtbi): 100 ml. A dose below minimum warning was displayed and soft key 6 (yes) was pressed. Infusion started with a primary volume infused (pvi): 100.447 ml. From previous infusions programmed. At 12:34 pm infusion was paused (78 seconds). Infusion was restarted with a pvi: 100.447 ml at 12:35 pm pump alarmed occluded patient side. One minute later the pressure limit was changed (unknown data). Infusion started. At 1:15 pm rate was updated by user: rate: 1.2 ml/hr. The system automatically updated the dose: dose: 0.1064 mcg/kg/h. Infusion was restarted with a pvi: 101.088 ml at 7:26 pm the volume infused was cleared (pvi: 101.088 ml) at 10:27 pm unit was selected and rate was updated by user: 1.0 ml/hr. The system automatically updated the dose: 0.0887 mcg/kg/h. Dose below minimum warning was displayed and soft key 6 (yes) was pressed. Infusion started with pvi: 3.626 ml. At 11:08 pm unit was selected and rate was updated by user to 0.8 ml/hr. Then dose was updated by user to 0.8 mcg/kg/h. The system automatically updated the rate to 9.02 ml/hr. Infusion started with a pvi:4.3 ml. After fifteen (15) seconds the infusion was paused for twenty-five (25) seconds and then the infusion was restarted again. At 11:09 pm the infusion was paused. The unit was selected and the dose was updated by user for 0.8 mcg/kg/hr. At 11:11 pm the unit was channeled off. Recording a pvi of 4.495 ml. The bd alaris¿ system with guardrails ¿ suite mx user manual states warnings and cautions about the use of the devices: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported programing error was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an error with the programming of dexmedetomidine infusion. Per report, the weight and the dose were programmed incorrectly leading to significant underdose. The rate was chosen to program the infusion instead of the dose field. There was patient involvement, but the outcome is unknown. Although multiple attempts have been made, the customer did not provide any additional information. The customer is requesting to enhance the product by moving "the rate field down and the dose filed up as first option for programming."

Event description:
It was reported an error with the programming of dexmedetomidine infusion. Per report, the weight and the dose were programmed incorrectly leading to significant underdose. The rate was chosen to program the infusion instead of the dose field. There was patient involvement, but the outcome is unknown. Although multiple attempts have been made, the customer did not provide any additional information. The customer is requesting to enhance the product by moving "the rate field down and the dose filed up as first option for programming."

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.